Event description:
When nurse removed dialynate system from packaging, she pulled to extend both lines on coil to be same side of coil. When this was done, the piece near the buretrol tore from the coil system and the product could not be used. The coiled part eventually broke off. This facility is seeing a trend with this product. Product was not actually used on the patient. No patient harm occurred.the local product rep is working with a hospital rep to replace all of the current products with this lot number. Staff are continuing to use the product lot numbers until replacements are found. Staff have been educated on inspecting carefully prior to using for any breaks or holes.